Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The pacemaker was explanted due to infection and erosion. This lead was previously capped on (B)(6) 2018 and remains in the patient as of (B)(6) 2021. Should additional information be received, this file will be updated.